Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that during an implant procedure, the physician felt header movements on the device and thought that the distance between the header and titanium case was larger than usual. The device was not implanted. No patient complications have been reported as a result of this event.